Event description:
It was reported that during a gastrectomy procedure, the device would not fire. A second device was pulled and that device would not fire. A competitor's device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged spring pin. (B)(4). Device a arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and when fired, the staples were not fully formed. The device was disassembled to verify the condition of the internal components and the spring pin was noted to be bent. It is possible that the device was clamped over an excess of tissue or a hard object, or attempted to fire on a locked reload encountering higher firing forces than normal resulting in damage to the spring pin component. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device b arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.